Manufacturer narrative:
Month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, the customer found difficulty inflating and deflating the cuff. No report of patient injury.

Manufacturer narrative:
Three photos and one sample device were received. Each photo depicted the complaint sample. The reported issue was confirmed during functional testing, when the sample device cuff failed to inflate. The issue was traced to the junction of the inflation channel being partially occluded. The root cause was determined to be failure to follow method during manufacture. A review of manufacturing device history records found no related nonconformance, however the investigation attributed the issue to a manufacturing error. Production personnel were notified of the complaint details, and trends will continue to be monitored, with actions taken as needed.